Manufacturer narrative:
The tech isolated the issue to the CPR valve. The CPR function was working. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head section is drifting down.